Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with injection vancomycin, 1 gram, every 3rd day and injection fortum, 1 gram, everyday (routes were not reported). On an unreported date, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.